Manufacturer narrative:
Outcome of the procedure (nerve damage) was most likely from the technique rather than the mesh itself. Careful attention to surgical mesh handling, suture, staple, or tacker fixation is required in the presence of nerves and vessels in the surgical field. There was a review of the DHR and instructions for use and no defects or abnormalities were found.

Event description:
Mesh hernia repair caused nerve damage in the genitals.